Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the rep reprogrammed around the impedances to resolve the issue. Other diagnostics were imaging where retention was noted on the ultrasound for the bladder and kidney that was taken on (B)(6) 2016. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the lead impedance was not specified. Urinary retention was caused by the high impedance and was resolved with reprogramming. No further communications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the high impedance and urinary retention was observed post-operative. The issue of high impedance and urinary retention was resolved on (B)(6) 2017. Relevant medical history includes urgency-frequency, urinary urge incontinence, urinary retention, fecal incontinence, chronic urinary tract infection (uti), and hypertension. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: date of birth if information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) for a clinical study reported high impedance and urinary retention. Interventions included a reprogramming where the device was reprogrammed to 2 case +1 and 2 negative on (B)(6) 2016. The patient reported greater than 4000 ohms on (B)(6) 2016. It was reported that the event was related to the device or therapy and not related to the implant procedure. On (B)(6) 2016, the patient felt well but their bladder was not emptying as well. Their impedance in the leads that were active were greater than 4000 and despite this, they felt like they were doing fairly well. The issue was resolved without sequelae on (B)(6) 2017. No further patient complications have been reported as a result of this event.